Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer stated they reload the cartridge and infusion set or change all pump supplies and resumed insulin therapy. The customer indicated they reuse cartridge which is considered off label use.